Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following exposure to a security or theft detection gate at an airport. The neurostimulator was not on at the time of exposure. The patient also stated that her stimulation cycle time felt different. The patient stated it used to be "4 and 8" but no longer was, despite being on the same program 1 at 2.85v. Additional information has been requested but was not available as of the date of this report.